Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the patient stopped charging the ipg as recommended. In turn, ipg was unable to communicate with external devices. A manufacturer representative confirmed the issue and the ipg deemed inoperable. As a result, patient had their ipg explanted and replaced which resolved the issue.